Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 8028695) was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31028213) and could not pas through the microcatheter. The physician retracted the stent, but the stent was stuck in the proximal section of the microcatheter and could not be retracted. The physician removed both devices from the patient and replaced them with new devices to complete the procedure. There was no report of any negative impact to the patient. On 29-jan-2024, additional information was received. Per the information, the procedure was targeting intracranial aneurysm in the 56-year-old female patient with a history of hypertension. When the stent was removed, it was still on the delivery wire. The stent / stent delivery system did not appear damaged. Nothing unusual was noted about the system prior to use. Continuous flush had been maintained through the microcatheter. No other device went through the microcatheter without issue. There were no visible kinks or other damages observed on the microcatheter. The replacement stent was another 4 mm x 39 mm enterprise®2 stent (encr403912) and the replacement microcatheter was another prowler select plus (606s255x). The information confirmed there was no negative patient impact. The reported issue did not result in any procedure delay.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31028213) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00122 and 3008114965-2024-00123. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 15-mar-2024. [Additional information]: on 15-mar-2024, additional information was received that changed the lot number of the 150cm x 5cm prowler select plus microcatheter (B)(6). The lot number initially reported was 31028213. On 15-mar-2024, it was confirmed with the cerenovus sales representative that the correct lot number of the device is 31028214. A review of manufacturing documentation associated with this lot (31028214) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00122 and 3008114965-2024-00123. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. Additional information will be submitted within 30 days of receipt. The initial lot number reported for the 150cm x 5cm prowler select plus microcatheter (606s255x) was 31028213. On 15-mar-2024, it was confirmed with the cerenovus sales representative that the correct lot number of the device is 31028214.